Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), depression ("depression"), anxiety ("anxiety") and incontinence ("incontinence"). The patient was treated with surgery to remove on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, back pain, depression, anxiety and incontinence outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, genital haemorrhage, incontinence and pelvic pain to be related to essure. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder") and device expulsion ("migration of essure device location of device: uterus") in a 30-year-old female patient who had essure (batch no. 721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included hematuria, dysuria and dysmenorrhea. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 11 months 9 days after insertion of essure, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), depression ("depression"), anxiety ("anxiety") and incontinence ("incontinence"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, depression, anxiety, incontinence, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder, urinary tract disorder and device expulsion outcome was unknown and the back pain had resolved. The reporter considered anxiety, autoimmune disorder, back pain, bladder disorder, depression, device expulsion, genital haemorrhage, incontinence, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: successful placement of coils.trailing coils: left: 5 right: 8 describance noted essure removal date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion . ¿concerning the injuries reported in this case the following one/ones were described in patients /medical record¿ :urinary tract infection, bladder, menorrhagia, abnormal bleeding. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received, her demographic are added. Lab data added. Essure lot no added. Concomitant medication added. Following event: abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: urinary tract infections, bladder problem, urinary problem, migration of essure device location of device: uterus. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a 30-year-old female patient who had essure (batch no: 721040) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included dysfunctional uterine bleeding. Concurrent conditions included hematuria, dysuria and dysmenorrhea. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("menorrhagia"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract infections"), bladder disorder ("bladder problem") and urinary tract disorder ("urinary problem"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, 11 months 9 days after insertion of essure, the patient experienced device expulsion ("migration of essure device location of device: uterus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), depression ("depression"), anxiety ("anxiety") and incontinence ("incontinence"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, device expulsion, depression, anxiety, incontinence, vaginal haemorrhage, menorrhagia, urinary tract infection, bladder disorder and urinary tract disorder outcome was unknown and the back pain had resolved. The reporter considered anxiety, autoimmune disorder, back pain, bladder disorder, depression, device expulsion, genital haemorrhage, incontinence, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: successful placement of coils. Trailing coils: left: 5 right: 8 describance noted essure removal date. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2010: total bilateral occlusion. ¿concerning the injuries reported in this case the following one/ones were described in patients /medical record¿ :urinary tract infection, bladder, menorrhagia, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: quality safety evaluation of ptc (product technical complaint). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), back pain ("back pain"), depression ("depression"), anxiety ("anxiety") and incontinence ("incontinence"). The patient was treated with surgery to remove on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, back pain, depression, anxiety and incontinence outcome was unknown. The reporter considered anxiety, autoimmune disorder, back pain, depression, genital haemorrhage, incontinence and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.